Event description:
No additional information.

Manufacturer narrative:
Additional information: (d) included device expiration date. (H) included device manufacture date; attached medwatch. Investigation results: the claim is classified as unconfirmed because the customer has not provided physical samples or photographs for analysis. Additionally, no quality events occurred during the batch's manufacturing process, and there are no previous events for the defect reported in this claim. However, operating staff will be notified of this event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material#: 309657. Batch#: 4319919. Verbatim: rcc received a complaint via email. Email(s) attached. Newly opened 3ml bd syringe has brown residue around open end of syringe. Lot - 4319919.